Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had marks under the back therapy electrodes that were described as burns. It was reported that gel was present under all three therapy electrodes but it was confirmed through review of the patient's download data that the patient did not received a treatment shock. The patient was instructed by her physician to keep the lifevest off until her next doctor's appointment and to apply an ointment. The patient reported that the irritation had improved.